Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted. The insulin pump was monitored for several hours and no black display or audio anomaly was noted. The insulin pump was received with some cosmetic damage.

Event description:
Customer reported a blank display on the insulin pump and stated that it was constantly beeping. It was noted that the customer was out in 40 degree weather for four hours. No further information reported.